Event description:
Nellcor puritan bennett received info stating, "while in use on pt, setting failure lamp blinked and the device stopped cycling." Pt was not harmed or injured as a result of the event.